Event description:
The stent was placed via a contralateral placement utilizing a 7 fr sheath. The stent was deployed. Noted some resistance at the junction of the sheath. Decided to resheath the stent. In pulling back the dilator, the physician thought it may have become snagged on the stent. There was a sharp break at the mark and it appears separated.